Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer woke up with 164mg/dl, but at lunch time it was between 399mg/dl-543mg/dl. The customer treated with manual injection. Customer declined to perform the high pressure test.